Event description:
Customer called for assistance using the device. The calibration of the device was high out of range even after cleaning of the optics. The device was replaced and the defective one returned for investigation.